Event description:
It was reported that this pacemaker exhibited far field oversensing on the right atrial (ra) channel, which resulted in inappropriate atrial tachy response (atr) episodes to be stored. Technical services (ts) provided reprogramming recommendations. This pacemaker remains in service. No adverse patient effects were reported.